Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. This emdr represents the bd perfix plug (device 2). An additional supplemental emdr was submitted to represent the bd perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2015: patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plugs (device 1 and 2). Per op notes, ¿two direct defects were noted in right inguinal region which was repaired with perfix plugs (device 1 and 2), tacked and sutured¿. On (B)(6) 2016: patient was diagnosed with right groin pain and leg pain, thereby underwent open repair with implant of perfix plug (device 3). Per op notes, ¿in the right inguinal region, due to extensive scar dissection was carried out where the spermatic cord is found adherent to the perfix plugs (device 1 and 2). Both ilioinguinal nerve and genitofemoral nerve was excised. A perfix plug (device 3) was placed into the dilated internal ring and sutured.¿